Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported blank screen which was reproduced as a black screen with white letters during evaluation. The reported condition was verified as a black screen. Visual inspection found the cause was a failed liquid crystal display. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.